Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The involved hvad® pump (B)(4) was returned for evaluation. Acoustic spectral analysis was made by manufacturer, and it was suggestive of pump thrombosis. Review of the manufacturing documentation confirmed that hvad® pump (B)(4) met all requirements for release. Review of the controller log file revealed the "high watts" and "low flow" events that correlate to the reported event. Analysis of the device revealed that the device met specifications. The pump ((B)(4)) passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with low flow and high power are most often attributed to thrombus from native circulation, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause of the reported event cannot be conclusively determined; however, based on the images received from the clinical site, it was confirmed that thrombus was evident in the pump. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombus and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Approximately one year and five months after implant this patient developed high watts alarms, evidence of hemolysis and underwent pump exchange for suspected pump thrombosis. The explanted pump was disassembled on-site by the vad coordinator and material suspicious for thrombus was identified. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.